Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(4) 2014, inratio inr: 3.0, laboratory inr: 6.5. Therapeutic range: 2.0 - 3.0. The time between testing was within two (2) hours. There was no reported adverse patient sequela. The customer did not want to troubleshoot and was only able to provide limited information pertaining to technique and patient specifics. There was no additional information provided.

Manufacturer narrative:
Investigation pending.